Event description:
It was reported by the customer that the pyxis medstation es patient is not visible on the sf-pacu1 system. The customer stated that staff was required to retrieve medications for the pre-operative patient, as the name of the surgical patient was not displayed for the removal of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the failure to communicate with the live machine, which resulted in the absence of patient displays. A technical support specialist, provided documentation and information concerning aforementioned tickets. The system functioned as intended.